Event description:
It was reported that a novum iq large volume pump was stating air in line when no air could be identified. This was observed during blood transfusion. To resolve this issue, a different pump was used and it ran blood with no difficulty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.